Manufacturer narrative:
Evaluated two opened/used reservoirs, performed pre-fill reservoirs test and transfer guard was occluded. Also, inspected reservoirs, snap cap, and septum for anomalies and none were found. Ran occlusion test using a new transfer guard, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump, performed pump manual prime and noticed visual fluid flow through infusion set and out catheter tip and reservoirs not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received no delivery alarms. Customer pushed on reservoir and saw insulin begin to flow. Customer resolved no delivery with a complete set change. Customer's blood glucose was unknown. Infusion sets and reservoir would be replaced.